Event description:
It was reported that the patient had to charge the ipg more frequently and in an extended time. The ipg database shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the hospital and will not be returned. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).